Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The patient reported a hospitalization from (b)(6) 2026 after experiencing a loss of consciousness (LOC) while using an Omnipod 5 insulin pump. The patient reported receiving inaccurate CGM readings and stated that glucose levels were approximately 400 mg/dL; however, no specific CGM readings were provided. The patient was diagnosed with a transient ischemic attack (TIA, or mini-stroke). Treatment included a neurological evaluation and initiation of aspirin therapy. The patient was unable to recall the symptoms experienced at the time of the event. The available documentation does not indicate whether the patient had a pre-existing neurological condition or whether the reported TIA was associated with the episode of hyperglycemia. Additionally, the report does not clearly identify the primary reason for hospitalization. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026Diabetes Mellitus is a known cause of hyperglycemia and loss of consciousness.